Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Save to disc analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated impedance - high resistance/impedance. Patient alert for subthreshold lead impedance observed on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. Correction : patient death is not applicable.

Event description:
It was reported by the patient's wife that the device patient alert was triggered several times (beeping). The patient went to the clinic and it was noted that the right ventricular lead impedance measurement was not taken on several different days. The device is still in use. It was also noted that a new right ventricular lead was implanted at time of device implant due to doctor discretion. No patient complications have been reported as a result of this event.